Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were noted on the right atrial (ra) lead. Abbott technical support was contacted and suggested to perform provocative testing and pocket manipulations. The suggestions are anticipated to be performed at the patients follow-up. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the physician alleged the event to be due to insulation damage, although it was not confirmed.